Event description:
The reported problem occurred during a therapeutic procedure. The procedure was completed after a delay with the patient fully sedated during the length of the delay; the length of delay was not provided by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause was likely due to a failure of the operational amplifier circuit on the patient board set, which resulted in the 180 scope not producing an image. The subject device was manufactured prior to a design change that was implemented for the operational amplifier circuit.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A full inspection was performed on the returned unit and the unit failed inspection due to no image. A faulty ap and dr patient board set were found.

Event description:
A user facility reported to olympus that no image was produced when using olympus series 180 scopes. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.